Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information: not provided. Unique identifier: (B)(4). Report source other: medwatch mw5112850. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
Per medwatch mw5112850: â side panel of warmer fell open with no one in the room and the 32.5-week neonate rolled out of the warmer and onto the floor. Neonate sustained skull fracture with brain bleed. Neonate was asymptomatic and no surgical intervention has been required.â¿?it was further reported that treatment continued on a different device, xray and MRI were taken for further examination. The hospital inspected the device and reported it was functional and without defects.ge healthcare will submit a follow-up report when the investigation hasbeen completed.

Manufacturer narrative:
The ge healthcare fe found no issue upon inspecting the device. All parts were intact and assembled as intended, all latches were working as intended, and the walls were opening and closing as intended. The hospital confirmed staff was trained on device usage and safety posters were hung in central locations. The root cause for the patient fall is unknown.